Event description:
Olympus medical systems corp. (Omsc) was informed that when the scope after procedure was washed with another company's washer endoclens with detergent endpure and disinfectant disopa, the foreign material like black scale was attached to the inside of the washing tank. It was unknown whether it came from the inside of the endoscope or something else (caused by the washer). The scope had no problem with leak detection. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to olympus. Only foreign material was returned. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The subject device was not returned to olympus. Only foreign material was returned. Components of the black foreign material was analyzed, and protein and cellulose components were detected. Proteins may have originated from bacteria, humans, or protein drugs. As for cellulose, cellulosic fibers, mold, cellulosic agents, etc. May have originated. But when magnifying, it was possible to confirm the part that seems to be mycelium and spores on the surface of foreign material. So it was judged to be mold. Based on the above component analysis results, this foreign material was judged to be a mixture of mold and protein-based substances. The cause of the occurrence was not identified because it was only a foreign material shipment. The exact cause of the reported event could not be conclusively determined.